Manufacturer narrative:
A revision procedure has been scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements were observed on the left ventricular (lv) lead. A chest x-ray was performed and the lv lead was confirmed to be slightly dislodged. As a result, the device was reprogrammed to aai until a revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.